Event description:
It was reported that during a da vinci rectum section surgical procedure, the staff received a non-recoverable error code 31069 during startup. An error code 31069 is an issue with the auxiliary video processing 3 (avp3) board. The error is triggered when the system cannot validate program data on the nonvolatile flash memory located on the avp3 board and may be an indication of component failure. The initial reporter of this complaint mentioned that they tried to power cycle the system several times and emergency power off (epo) the system; however, the issue persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) walked the reporter through an epo again; however, the issue persisted. The system was not able to boot up again. The onsite connection was also not working due to the alleged issue; the surgeon made the decision to convert the da vinci procedure to open since the patient was under anesthesia. Isi contacted the initial reporter on (B)(4) 2014 and obtained the following information: the surgical staff received the error code 31069 during inspection of the system prior to surgery. The surgeon decided to convert the da vinci procedure to open procedure approximately 1.5 hours later due to the error code 31069. The initial reporter confirmed that there were no ports placed in the patient prior to converting the da vinci procedure. The patient tolerated the open procedure well and the error code 31069 has been resolved. No further clinical information was provided. On (B)(4) 2014, an isi field service engineer (fse) performed a field evaluation at the site. The fse repaired the system by replacing the avp-board and the system tested to the original equipment manufacturer (OEM) specifications.

Manufacturer narrative:
The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and confirmed the error code 31069 was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: due to an error 31069, the surgeon made the decision to convert the da vinci procedure to open surgical technique.